Event description:
Pt called to c/o pacemaker pocket stimulation in a bipolar device which started after passing through an airport metal detector. Device interrogation showed the unit had reverted to its unipolar back-up mode. Device testing showed stable results. The pacemaker was reprogrammed to previous ddd mode with no further trouble since. The delay in reporting was because this was felt to be an isolated event. However reporter has had 1 additional pt preset in vvi back-up and a 3rd pt found to be vvi @30 on 2 separate dates. This is beginning to show a trend.